Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2016-03620 and manufacturer report 3005099803-2016-03621 for the associated device information. It was reported to boston scientific corporation on november 03, 2016 that two ultraflex tracheobronchial stents were to be used in the lungs to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, both stents would not fully deploy. The partially deployed stents were removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a fully-deployed ultraflex tracheobronchial delivery system was returned for analysis, and the stent was not returned. Visual examination of the returned device noted that there was no issue with the device shaft. No other issues were identified during the product analysis. The investigation was unable to confirm the reported event based on the condition of the returned device because the device was returned fully deployed and without the stent. A review and analysis of all available information indicated that the cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2016-03620 and manufacturer report 3005099803-2016-03621 for the associated device information. It was reported to boston scientific corporation on november 03, 2016 that two ultraflex tracheobronchial stents were to be used in the lungs to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, both stents would not fully deploy. The partially deployed stents were removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.